Manufacturer narrative:
Procode: nio stent, iliac.

Event description:
According to the initial reporter: ((B)(4)) "upon removal, the device got stuck on the wire. The physician pulled (and when he pulled) - it broke the inner catheter off. It was not realized the inner catheter was broken-off. The physician got the device off the wire and attempted to put a balloon over the wire and the balloon got stuck at the same point where the stent got stuck (outside of the body). The physician took the balloon off and tried to do the same thing with a 6fr cordis mpa and that also got stuck at the same place on the wire (this still occurred outside the body). Then, the physician went in with a 6fr guide (which has a larger lumen), this did pass the difficult location on the wire. Once he had the guide down he removed the complaint wire and attempted a wire exchange, but the wire would not go all the way through the guide. A this point, the entire system was removed (removing the guide and the wire as well). Later, the physician found out the inner catheter of the stents' delivery was still lodged inside the guide. The physician cut the inner lumen looking for pieces. ((B)(4)) - at this point he regained his access with a new stent and the new stent deployed fine. He did not experience any difficulty with this new stent until the stent's delivery system was almost out of the body. At this point the physician was finished with the case. The physician removed everything together. The same make of wire was used with both complaint devices. It was boston scientific amplatz super-stiff (m001465090). After the case the patient was not responsive. The patient did have a stroke. An emergent embolectomy was performed by a neuro physician. The neuro physician stated it was thrombus. As of (B)(6) 2021, the patient is fully awake and doing fine. The flows on the patient's l-vad are normal. Note: the physician thought initially it was the coating that was causing the difficulty. The sheath they physician was using was a terumo 7fr slender. Note: access was achieved via radial access. Note: the physician was stenting and l-vad. This was specifically requested by the physician to the dm.